Event description:
Additional information received reported that the physician stated the migration and endoleak were caused by angulation and a conical neck.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the endurant ii bifurcate stent graft had migrated and that there was a proximal type I endoleak. The physician, elected to implant aptus endoanchors. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.